Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient's friend, regarding a patient receiving dilaudid (unknown dose/concentration) via an implanted pump. Indication for use was noted as spinal pain. It was reported that since the pump was replaced ((B)(6) 2015), the patient had episodes of withdrawal and overdose. The patient had been too sick to call. The healthcare provider (hcp) said the pump was malfunctioning. It was noted that the patient almost died. The pump was not delivering medication at some times and at other times it was delivering an unknown amount. The manufacturer representatives met at the appointment on (B)(6) 2015 and had advised that the patient keep the pump implanted. The patient had a cardiac event as a result of the issue and now has to see a cardiologist. It was noted that paramedics had to be called once. The catheter was not kinked and a red dye confirmed this. The caller confirmed that the pump had stalled twice due to an MRI. The caller was told by the physician that the logs were not reliable. Additional information received on 2015-12-22 from the healthcare provider's office (hcp). The patient was seen on (B)(6) 2015, the pump was interrogated and there were no issues or concerns with the pump. The patient reported they had gone to the ER and had cardiac issues and mental changes but there was no evidence of it at the appointment. The hcp did not have any information regarding any MRI's or how long the pump was stalled. The logs on the (B)(6) did not show anything. The hcp, did not believe there was an issue with the pump but the patient wanted the pump turned off. As a result, the pump was turned down by 50% at the appointment on the (B)(6) and there was plan to turn the pump down further at the patient's next appointment. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug dose/concentration in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The reporter had the pump and planned to return it to the device manufacturer. No further information was provided.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep). The pump had been replaced with the reason being therapy related. Specifically, because of inconsistent efficacy since replacement as reported. No further information was reported.

Manufacturer narrative:
Only the pump was returned for analysis. The patient was treated for chronic pain, history of MRI's and the patient had a vp shunt. Rpa attempted follow up if patient has had current MRI to explain motor stall/motor stall recovery seen in current pump s/n (B)(4) logs. No follow up was able to be obtained. Due to the complaint, this pump is being analyzed according to an approved deviation of the rpa work instructions for smii pumps (qsd22039, v 5.0). As received the pump had fluid in reservoir and was running at simple continuous infusion mode. Pump logs gathered which show motor stalls/motor stall recovery (complaint mentions possible MRI. Rpa unable to confirm). See ip and ir logs. Pump passed dispense accuracy testing. Pump was implanted (B)(6) 2015. Destructive analysis performed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.